Event description:
During the transfemoral tavr procedure, a 26mm sapien xt valve was positioned and deployed aortic/ventricular (a/v), resulting in moderate/severe paravalvular leak (pvl) near the non-coronary cusp (ncc). Post dilation was performed with 1cc additional volume with no resolution to the pvl. It was determined that a second valve should be deployed in the same location to improve the radial strength of the first valve and exert enough pressure on to the ncc calcium to reduce the pvl. A second valve was deployed in the same position as the first valve resulting in little improvement to the pvl. Post dilation was performed with 2cc additional volume. The final echocardiogram indicated mild/moderate pvl. It was perceived that the rigidity of the annular calcium near the ncc prevented full apposition of the first valve. The patient¿s native annulus measured 23mm by transesophageal echocardiogram (tee) with a valve area of 464.1mm2. Moderate annular calcification, mild native leaflet calcification and mild aortic root calcification was reported.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, patient factors (e.g. Rigid annular calcium near the ncc) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.